Manufacturer narrative:
During investigation of the patient sample, the reactive result for elecsys toxo igm was reproducible. The reactivity was found to be due to interfering antibodies (igm-class) in the patient sample against the elecsys standard ruthenium label. The sample was negative with the recomline blot toxo igm as well as non-reactive for toxo igg. This interference is documented in product labeling for the assay.

Manufacturer narrative:
Sample from the patient was requested for investigation. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable false (B)(6) elecsys toxo igm immunoassay result for one patient from the cobas 6000 analyzer serial number (B)(4). The toxo igm result was 3.5 coi (reactive) and on 03-jul-2020 was 3.65 coi (reactive). The repeat result after ultracentrifugation was 3.6 coi (reactive). The same sample was tested for toxo igm with abbott architect and the result was 0.069 (non-reactive) and with the diasotin the result was <3.0 ((B)(6)). On 06-jul-2020, a new sample from the patient had a toxo igm result of 3.5 coi (reactive). The questionable results were reported outside of the laboratory.